Event description:
The patient was undergoing a coil embolization procedure to treat a right carotid cavernous fistula (ccf) using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced a pc400 into the carotid sinus and noticed that the pc400 was oversized. Therefore, the physician decided to remove the coil. While retracting the pc400, the pc400 unintentionally detached, with part of the coil within the microcatheter and the other part in the mid-aorta. The physician then used a snare to retrieve the detached pc400. The procedure was completed using five additional pc400s and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra distributor on 05/03/2024: 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Device code 1 and device code 2 h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure to treat a right carotid cavernous fistula (ccf) using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced a pc400 into the carotid sinus and noticed that the pc400 was oversized. Therefore, the physician decided to remove the coil. While retracting the pc400, resistance was experienced and the pc400 unintentionally detached. It was reported that part of the coil within the microcatheter and the other part in the mid-aorta. The physician then used a snare to retrieve the detached pc400. The procedure was completed using five additional pc400s and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #2 MFR report: 3005168196-2024-00169 1. Section d. Box 4. Unique identifier evaluation of the returned pc400 confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was in its initial position inside the pusher assembly distal tip, and the embolization coil was detached. If the pc400 is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was likely incidental to the complaint and may have occurred during retrieval of the detached coil or during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.